Manufacturer narrative:
On 3-nov-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 19-may-2023, the product investigation was completed. It was reported that an unknown patient underwent an afib ¿ paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The sheath end was jagged. It was reported that there was resistance when trying to advance the dilator through the vizigo sheath as well as a jagged end of the sheath. The vizigo sheath was exchanged and the procedure was continued. No patient consequences were reported. Device evaluation details: visual analysis revealed no damage or anomalies on the sheath and the dilator. A good known lab sample dilator and catheter were introduced through the sheath, and resistance was felt. When the dilator was pulled out from the sheath it was observed a damage in the surface of it. The test was repeated with another dilator and the same damage appeared. A borescope was introduced through the sheath and a fiber was observed at the handle. The carto vizigo sheath handle was dissected, and the external wall of the sheath was found damage with a bent, the internal wall of the sheath was found damage as well, with the wires of the mesh exposed, also a greyish fiber was observed. The fiber and a sample of the dilators external wall were sent to fourier transform infrared spectroscopy analysis and it was concluded that both grey particles material is principal composed of polyethylene (pe) with a second component barium sulfate (baso4). Due to this condition the device was sent to a manufacturing investigation to freudenberg where the investigation team concluded that the exact cause of this collapsed shaft cannot be determined and therefore could not be confirmed to be manufacturing related. A device history record evaluation was performed for the finished device number 50000174 and no internal action was found during the review. The issue reported by the customer was confirmed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 50000174 and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an afib ¿ paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The sheath end was jagged. It was reported that there was resistance when trying to advance the dilator through the vizigo sheath as well as a jagged end of the sheath. The vizigo sheath was exchanged and the procedure was continued. No patient consequences were reported. Resistance with sheath is not MDR-reportable. Sheath shaft rough/jagged is MDR-reportable.